Event description:
Boston scientific received information through a remote monitoring system that this implantable cardioverter defibrillator (ICD) detected a high shock impedance measurement on the right ventricular (rv) lead. Additional information was received that the patient will continue to be monitored with no change at this time. There were no adverse patient effects reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.